Manufacturer narrative:
Interrogation results were normal. The visual screen was acceptable. The preliminary test results were also normal.

Event description:
It was reported that the patient presented with pocket erosion. The device was explanted. There were no patient consequences.